Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a 3-month picture of loss of function of the inflatable penile prosthesis system. Computed tomography of the total abdomen suggests a defect in the reservoir. A new system was requested. The team wanted to take advantage of the fact that the patient is already hospitalized due to another clinical condition. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a 3-month picture of loss of function of the inflatable penile prosthesis system. Computed tomography of the total abdomen suggests a defect in the reservoir. The team wanted to take advantage of the fact that the patient is already hospitalized due to another clinical condition. The patient had the inflatable penile prosthesis replaced. There were no patient complications reported.